Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analyzed on (B)(4) 2013 by the product analysis department. The reported complaint could not be confirmed. As received, the batteries were missing. With replacement batteries, the device met specifications for testing and no battery indicator was observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.